Event description:
This skin prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Adverse incident (B)(6) was hospitalized (B)(6) 2011 for a u.t.I and he was given antibiotics intravenously for 5 days and released and prescribed antibiotics to take till they were gone.

Manufacturer narrative:
Smith & nephew was contacted regarding the above described incident, which was reported as a field complaint for "infection-general/systemic". The customer sent in some product samples. We were unable to confirm the complaint based on inspection of the returned samples, hence laboratory testing was performed. Both the returned sample(s) of lots 0g184 and 0k255 as well as control samples additional lots (from stock) of skin prep wipes, were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lots indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review concluded there was no correlation between the reported symptoms and the use of skin prep wipes.